Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 5 times prior to the reported event. Hcp reports no patient injury or need for medical intervention.